Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an implantable neurostimulator. The reason for call was caller reported that they are having difficulty charging the implant since implant date. Caller stated that they 'think' it is charging but 'it is not'. Caller added that the battery gets so low that they can't even shut it down in MRI mode because it has some kind of fail-safe function that once it gets that low you can't turn it off. Caller also stated that when they go to charge the implant it keeps telling them to switch positions and it's not easy. Agent walked caller through connecting the recharger to the controller but, pt stated that the controller battery is very low at 0% and has been plugged in for only 5 minutes. Caller mentioned that they have a virtual appointment with their healthcare provider on the 13th. Agent advised caller to let the controller charge from the outlet and agent will call back in 1.5 hours to continue troubleshooting. Agent made outbound call to pt. Agent reviewed recharging best practices and paddle placement. Agent asked if pt uses the belt- pt stated no, they usually hold the paddle or tuck into their underwear. Agent had pt use the belt on the call. Pt started implant charge but kept seeing poor recharging quality. Pt repositioned and eventually advanced to batteries screen; controller at 80% and ins 30% recharging excellent. Agent recommended to follow up with hcp if issue persists. Patient called back and reported previously documented information. Patient was able to charge excellent yesterday for a short time, then lost connection again. They struggled and were unable to get ins to charge, so charged the controller last night and tried again today. Patient was unable to connect once again; while on call, the connection went from good to poor, then back to good, and repeated a few times; ins charge was 30% with a red line. The patient said they were holding the paddle against their body with their hand. Agent understood equipment seemed to be working but was very touchy with the location they needed to get the paddle. Agent reviewed information and again redirected to hcp and suggested to meet in person to have the implant site examined. Patient said they had turned their stim down really low because they didn't want to have the battery die. Patient was unable to activate MRI mode with ins battery this low; agent explained they didn't need to use MRI mode unless getting an MRI, and could power battery off normally, which would cause ins battery to drain slower. Patient will try to get an appointment with hcp to further assess implant site and connectivity issues. No symptoms were reported. Additional information received from the consumer reported that they tried to turn it down so they did not use up all the battery as they were struggling to charge it. The patient stated that they had not been placing the charging pad properly on their implant and were reeducated on the buttons. The issue was resolved. Patient called back in repeating how they do not have any issues charging the controller from the wall, but they are still struggling to recharge the implanted device since they were first implanted in october. Patient stated before their post-op visit, they think they knocked something loose internally, and their healthcare provider said they looked internally and said patient had two things hooked onto the implanted battery, and they seem to flip flop. Patient stated whenever they plug the recharger into their controller to attempt to charge their implant, they hear a clicking sound. Agent reviewed that the clicking is normal function of the recharger. Patient stated they can begin charging the implant, but then it will go to poor quality or tells patient to place the recharger where they get the highest number. Agent reviewed passive recharge mode information. Patient stated whenever they do go into passive recharge mode, the numbers are always low. Patient stated they went to a follow up appointment with their doctor and they had them recharge the implant, and it worked. Patient asked if they should constantly be moving the paddle in passive recharge mode and healthcare provider reviewed passive mode information. On the call, patient went to recharge implant and reported no device found. Patient pressed recharge and saw 43-45-45. Patient repositioned and saw 38-57-64. Patient stated the implanted battery is not flat within the pocket and they feel nubs, and the implant will constantly 'bump' and flip flop within the picket. Agent redirected patient to healthcare prov ider. Patient does not have local provider. Agent sent physical copy and email copy of physician listings.